Event description:
Dealer states this control module came in today, (B)(6) on order (B)(4), and it's bad. They stated that they tested the chair with a different control module and it was fine. Customer added that these codes were coming up: throwing codes ¿ 180 205 164 151 202. They also got a "short to frame" so the dealer wanted the motors as well. This chair has never been delivered to a customer. No further information available.